Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check pad messages, and connector will not stay latched) was due to the latches on the trunk cable connector being broken, creating an insecure connection with the monitor. The root cause for the damaged connector was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had adjust belt, check pad messages, and the belt would not stay connected to the monitor.